Event description:
Customer reported that the act and esc buttons on the insulin pump are not responding. Customer stated that the insulin pump alarmed battery out limit. Customer stated that she took out the battery while taking a shower and then reinserted and received the alarm and is unable to clear it. Device was not dropped, bumped or exposed to moisture. Blood glucose value is 153 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be verified due to the keypad anomaly. No frozen screen was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.